Event description:
It was reported that the customer had a motor error alarm when customer tried to rewind the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer's mother stated that her daughter had a no delivery alarm when she was trying to prime the pump. Customer was assisted with clearing the motor error alarm. Customer also had a motor position encoder error alarm and was assisted with clearing the alarm. Insulin pump will need to be replaced. Customer declined to send back the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly noted. No cosmetic damage noted. No unexpected check setting alarms noted.